Event description:
The physician attempted to place a gore excluder aaa endoprosthesis, and it was reported that the device did not deploy completely. The stent-graft was still attached to the catheter when the physician attempted to withdraw it through the sheath. The catheter and sheath were removed together, and there were no adverse consequences to the patient.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.